Event description:
Info received indicates, the head section will not rise when the button is pressed.

Manufacturer narrative:
The tech found the pump runs when head up buttons are pressed. He checked the voltage to the coil and confirmed the coil was good. The tech replaced the solenoid valve to repair the bed.